Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the thrombus. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was advanced to the right atrium (ra), and thrombus was observed on the guide wire. The activated clotting time (act) was around 200; therefore, heparin was immediately increased. The sgc was retracted and a catheter was placed in front of the thrombus. Aspiration was then performed and the thrombus was removed. The procedure was aborted. It was confirmed that the patient was stable after the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of thrombosis appears to be related to procedural conditions as the activated clotting time (act) level was below 250 seconds when the thrombus was noted. There is no indication of a product quality issue with respect to manufacture, design or labeling.